Manufacturer narrative:
The MFR's service rep performed an onsite investigation. A cable and a plug need to be replaced. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the 9800 system would not produce x-rays. No pt injury was reported.